Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open sigmoid colon procedure, device was applied to the sigmoid colon, the device¿s anvil could be tilted after firing but induced leak at the same time. Surgical intervention was needed to prevent a permanent impairment of a function - wherein reoperation was done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.